Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device noisy signals on this right ventricular (rv) channel. Upon review, technical services (ts) stated that right ventricular (rv) electrogram (egm) showed low amplitude and noisy signals. Ts stated that there were no indications suggesting an impairment of the rv lead and the noise could be related to myopotential as it is present on both the pacing channel and the shock channel. There was no right atrial (ra) lead and the connection was plugged, ts stated to deactivate the atrial channel sensing and the daily measurements and also to avoid receiving latitude alarms for out-of-range impedance. Ts recommended performing an in-office follow-up to evaluate the integrity of the leads along with troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.